Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the device was no longer alarming for low blood glucose alerts. It only vibrates. Their blood glucose level during the incident was 76 mg/dl. They treated with food. The device suspended due to the low blood glucose alert and caused their blood glucose to go high at 356 mg/dl. They performed a audio-test and the device failed. The device will be returned for analysis.